Event description:
It was reported that an unk number of spectrum pumps have had system error 322 messages. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). The devices were not identified or returned to baxter for eval. Therefore, an eval could not be completed. If a device is identified and returned, an eval will be completed and a supplemental report will be submitted.